Event description:
Additional information was received from the patient. Patient confirmed their weight at time of event was 207 pounds. Patient does not know the cause but the reason they think something is wrong with the remote is because when they had it set on a number it went to zero and the stimulation stayed on with the pain. They took the battery pack out and it turned off. They went to see a girl at the place to check their remote and she checked the stimulation and everything was good. Rep changed some of the settings. Patient was asked if the issue was resolved and they responded yes, and no. After another time it stopped but the pain is unreal. They will call the rep again today. They feel like maybe the remote is not working because they put on a higher setting when the pain is worst and does nothing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), experienced pain as if the stimulation was on high, despite the device showing a setting of 0. The patient stated that they woke up with the sensation of high stimulation, although the device indicated a setting of 0.0 for program 1, 0.2 for program 2, and 0.0 for programs 3 and 4. The issue persisted and was not resolved through troubleshooting steps, which included walking the patient through turning the stimulation off. The patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was not known. It has been two years since they had the surgery. The first year they had no problems and it has been a while, now they hurt so much when they wake up in the morning. The have it on a certain number when they go to sleep hoping they won't have so much in the morning, but it is unbearable. They turn it down to almost off, 6. It is hurting their legs sos much until noon to early afternoon, and they wake up at about 6am. The patient stated that they played with it until they finally got it right. The patient thinks the issue has been resolved with it being off.